Event description:
A surgery center clinical manager called (B)(4), on (B)(6) 2010, and reported that a doctor doing a austin bunionectomy case with a vilex cannulated screw broke a tip off the screw while it was being implanted, could not retrieve it, left it implanted, removed the remaining portion of the screw, and implanted another one. After several calls and messages left for the doctor, (B)(4) spoke with the doctor on (B)(4) 2010. The doctor said she did not bend the wire (the surgery center did not return the wire, they destroyed it), that she heard a cracking sound early in the procedure, did an x-ray, and found that a tip of the screw had broken off; tried to retrieve it, and could not; implanted another vilex screw; closed the case; and informed the patient. She concluded that chip is deep in the bone and will heal in place. She had seen the patient since the case and there was no injury to the patient.

Manufacturer narrative:
(B)(4) immediately began investigating the possible cause of a screw tip breaking. Knowing that any metal component can break if enough pressure is applied and/or it comes into contact with a hard service; something has to give. On (B)(4) 2010, (B)(4) emailed the sales rep to get the doctor's direct contact information. During the contact with the rep, he said the doctor bent the wire and kept trying to advance the screw. He said he had already spoken with the dr and told her he would call her after we receive the screw back. He said there was no problem with the case and the doctor was happy and didn't expect to be called. (B)(4) did call the doctor. Since there was no serious injury or death, (B)(4) could find no cause to file an MDR. Vilex received the screw on (B)(4) 2010, evaluated it in our shop and a tip was missing and the other tips looked rounded somewhat. We sent it to the manufacturer and spoke with them by phone and they could not see any product defect. They reported that for a tip to break off, and a screw to look like this, it had to come into contact with something very hard such as another screw or a metal guide wire; a written report from the manufacturer was received stating that fact on 09/03/2010. Vilex evaluated all sales of that lot number and found that the screws had been sold since (B)(6) 2009 without complaint.